Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device had an undetermined malfunction was confirmed. An assessment was performed and it was observed that the neuro tip of the device was bent/damaged, could not insert a cutter, the labeling was illegible, the bearing was damaged, the locking components were damaged, and the device had cosmetic damage. It was further determined that the device failed pretest for visual assessment, labeling assessment, cutter insertion, and lock operation. The assignable root cause was determined to be traced to user, which is user error. UDI ¿ (B)(4).

Event description:
It was reported that the craniotome device had an undetermined malfunction. During service and evaluation it was determined that the neuro tip of the device was bent. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.